Manufacturer narrative:
This device has been received and evaluated by the manufacturer. As received, residue was present to indicate use. The plunger had been skived to show depth of deployment. A visual evaluation found no defects with the device. A functional evaluation found that the array could be extended and retracted without issue. The array was found to be slightly tilted. The continuity of the tines on the array were found to be able to conduct current indicating proper connectivity between the array and the handle of the device. The cannula was able to be moved approx 5 millimeters proximal. The handle was opened up to evaluate the internal parts and scrape marks could be seen proximal to the flare seat in the handle. The scrape marks were found to have displaced material in the proximal directions. The customer complaint was confirmed. The most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally and distally due to excess force applied to the device during use. A CAPA has been initiated to address this failure mode. A device history report revealed no issues that could be associated with this incident. A lot history search was performed and found no other complaints against lot number 9538556. The july 2007, rf probes product family trending chart was reviewed and the product family is not at or above the cal limit and does not show a negative trend.

Event description:
It was reported to boston scientific corporation that while employing a leveen needle electrode during a therapeutic radio frequency ablation (rfa) procedure in a patient in a pt (age unk), the physician encountered difficulty retracting the tines. On august 15, 2007, follow up information revealed that the physician was unable to retract the tines at all. The device was removed from the patient with the tines fully deployed. The procedure was completed with another device. There were no patient complications reported as a result of this event.